Event description:
It was reported that this right ventricular (rv) lead had a lead safety switch to unipolar configuration due to spike in high out of range impedances greater than 3000 ohms. The patient was dependent, so the plan was to discuss further programming changes with the physician. The lead remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead had a lead safety switch to unipolar configuration due to spike in high out of range impedances greater than 3000 ohms. The patient was dependent, so the plan was to discuss further programming changes with the physician. The lead remains in-service. No adverse patient effects were reported. Additional information was received that another lead safety switch to unipolar configuration occurred due to spike in high out of range impedances, and since the switch there have been thousands of stored atrial tachy response (atr) episodes that look like myopotential noise. Plan was to bring the patient back into the office and consider further lead testing. The system remains in-service.